Event description:
In 2007, the lay-user/reporter contacted lifescan alleging that a one touch basic meter was giving an "error 2" message. The reporter lives in the u.s. The pt lives in another country and has had the meter for "a couple of years". The pt typically tests her blood glucose once a day or every other day. The rptr found out about the alleged issue back in july 2006 when she visited the pt in another country. The rptr believes the meter issue started around mid 2006. She was not sure about the duration of the alleged meter issue. During the time of concern, the pt continued to take her oral medications for diabetes as prescribed. The rptr did not know the details of the pt's medication regimen. However, she stated that the pt did not change or modify her medication regimen as a result of the meter issue. The pt does not take insulin. Since the pt could not test her blood glucose with the meter, she periodically visited a lab to have her blood glucose checked. At one point, the pt developed symptoms of feeling "fatigued, thirsty, and dizzy." She had her blood glucose checked by the lab and got a result of "280-300 mg/dl." The patient then visited her doctor on an unspecified date because of the elevated lab result and since she was not feeling well. The pt was given a new prescription for another oral diabetic medication. The pt was not given any medical treatment at the appointment. She could not recall if the pt's blood glucose was tested by the dr. The pt was using a correct technique for testing with the reported meter. The rptr did not know where the pt was obtaining her blood samples from, if she was cleaning her puncture sites correctly, or if the test strips used during the time of concern were in good condition. The meter, test strips and control solution were replaced. This complaint is being reported due to the following conclusion: the rptr alleged that the pt developed symptoms suggestive of hyperglycemia and obtained a lab blood glucose result of "280-300 mg/dl" after being unable to test with the reported meter because of the 'error 2" message.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass insp, lifescan will inform FDA of the results in a supplemental report.